Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The initial reported event of lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alert triggered, and the atrial lead exhibited high impedances. Additionally, the ventricular lead exhibited a suspected fracture. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.